Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a securfit stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: "event confirmation: a periprosthetic femur fracture can be confirmed. Sticker sheets were provided that indicated a revision surgery was performed. Root cause: a root cause for the femur fracture cannot be determined." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to proximal femur fracture. The event was confirmed by clinician review of the provided x-ray image: "a periprosthetic femur fracture can be confirmed. Sticker sheets were provided that indicated a revision surgery was performed. Root cause: a root cause for the femur fracture cannot be determined." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's right hip was revised. As reported: "patient had a proximal femur fracture so was revised. All components were explanted. No other information available due to hospital policy." There are no allegations against the revised femoral head or endo head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Patient's right hip was revised. As reported: "patient had a proximal femur fracture so was revised. All components were explanted. No other information available due to hospital policy." There are no allegations against the revised femoral head or endo head.